Event description:
IV technician removed the 18g IV from the patient and the IV catheter separated from the hub completely. Luckily no part of the IV catheter was left in the patient. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. New IV needed to be placed since the device was faulty which is poor customer service. Can you please provide an exact date of event? (B)(6) 2026.

Manufacturer narrative:
G.4. K183399; k243403 as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.